Event description:
It was reported that this implantable cardioverter defibrillator (ICD) signal artifact monitoring (sam) got desable due to shock impedance low out of range. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) signal artifact monitoring (sam) got disable due to shock impedance low out of range. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was having an ablation procedure at the time of the signal artifact monitor (sam) episode.